Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the safety needle has cracked at the hub when attaching to the syringes and it has caused leakage of medication/vaccines. Additional information received from the sales representative on 05-sep-2019 stated that the leaking was noticed during use after medication was drawn and had not been administered to the patient.